Event description:
Upon procedure to remove the mediport from pt, it was discovered that the plastic portion hub (to connect catheter to device). Had become disconnected from err device and was not attached.